Manufacturer narrative:
One curved ultra fast-fix assembly ¿ 72201491 was not returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, it states that ¿during a knee surgery the 2nd implant did not exit the shaft¿. The instruction for use state ¿prior to use, inspect the product package for structural integrity. If the seal of the outer sterile barrier is broken, or if the sterile barriers are otherwise damaged, the product should be considered non-sterile and not be used¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found.

Manufacturer narrative:
H10. H3, h6: one 72201491 curved ultra fast-fix assembly device used in treatment, was returned for evaluation. The information provided states: ¿during a knee surgery the 2nd implant did not exit the shaft¿. Visual assessment delivery needle was bent. T¿s remained on the delivery needle. An exact root cause cannot be determined, however factors that may affect device functionality include: excessive force and proper use of device. The instructions for use (IFU) states device, ¿do not bend delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints records was performed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Event description:
It was reported that, during a knee surgery, the second implant did not exit the shaft of an ultra fast-fix. T1 was removed from the patient's anatomy. A smith and nephew back-up device was available to complete the surgery. No significant delay was reported. The patient was not injured beyond the reported event.